Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call pt said they had some trouble with the ins as they had intentionally lost some weight, so the ins was on the surface now. Pt said there was an area that was poking out (still under the skin) and pt could feel "it". Pt noticed that in the last 6 months. Pt said they were not having problems, but they were now thinner so they might need to have the ins taken out. Pt said they were going to have an x-ray today of their lumbar/thoracic area to make sure there was nothing out of place before talking about maybe having ins removed. The patient said that their implantable neurostimulator had moved down and may be migrating down into their thoracic area. The patient noted that this had occurred in 2022. Since it had migrated, they needed to turn their stimulation off. Patient said that they have to leave the battery out of the patient controller otherwise they sometimes feel residual stimulation. The patient cannot currently find the device with the patient controller, but they do not want to recharge the implantable neurostimulator and would follow-up with their health care professional for the next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.